Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. Date of event: date unknown/ not provided. Serial # is unknown/not provided. As the serial number is unknown/not provided, the model #, a complete catalog #, expiration date, and unique identifier (UDI#) are unknown/not provided. If implanted; give date: unknown/ not provided if explanted; give date: not applicable as the lens remains implanted. Phone: (B)(6). Device evaluation: product testing could not be performed because the device was not returned as it remains implanted. The reported complaint cannot be confirmed. Manufacturing records review: the manufacturing record cannot be reviewed since the serial number is unknown. A complaint history could not be performed since there is no product serial number or production order number available. Conclusion: based on the results of the investigation there is no indication of a quality product deficiency and the reported issue could not be confirmed. Device manufacture date: unknown as the serial number was not provided. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the customer made a general remark that he saw particles on a pcb00 lens. It occurred during implantation and caused a one minute delay. Through follow-up we learned that the particle was aspirated and discarded. The lens remains implanted. No additional information was provided.